Manufacturer narrative:
This event was previously reported in MFR# 9610595-2025-05147 (patient identifier (B)(6) with incorrect device details. (See section d: model number, UDI; h4 manufacturing date) the subject device was returned for device investigation. The device evaluation could not confirm the reported issue. There was no report on the subject device being used in procedure after the suggested event was reviewed. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the broncho videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The device had never been used on a patient. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.